Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized in (B)(6) 2015 for elevated blood glucose (bg) levels in the "high 300s" (mg/dl) and diabetic ketoacidosis; however, no specific date was provided. Customer administered a correction bolus with the pump to address bg levels, and then went to the hospital where they were treated with intravenous insulin. Customer was released from the hospital the same day. Customer indicated that they discontinued pump therapy after leaving the hospital and returned to insulin injections for diabetes management.